Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and pumping was stopped until pump was reset. The customer was hospitalized. No additional specific information was provided and customer declined follow up from tandem technical support.